Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: patient need for additional surgery. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included wisdom teeth removal. Concurrent conditions included asthma, gallbladder operation and appendix disorder. Concomitant products included ketorolac tromethamine (toradol) since (B)(6) 2018, ondansetron (zofran) since (B)(6) 2018 and salbutamol sulfate (ventolin hfa). In (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("excessive vaginal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)/excessive bleeding"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping) stabbing sharp pai as well as menstrual cramping after having my menstrual as well as ovulation"), fatigue ("fatigue"), dysgeusia ("metal taste in my mouth"), alopecia ("hair loss hair is extremely thinning out and coming out not only in the shower but clumps in my brush as well"), abdominal pain lower ("pain lower abdominal sharp shooting pain/lower abdominal pain"), hypomenorrhoea ("my periods went from heavy 7 days to light 3 days") and pelvic discomfort ("discomfort") and was found to have weight increased ("weight gain"). In 2017, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2018, the patient experienced vision blurred ("vision blurry"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines") with vomiting, headache ("headaches"), arthralgia ("extensive left hip pain/ left hip pain") and uterine pain ("stabbing sharp pains in my uterus"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, dysmenorrhoea, vision blurred, fatigue, weight increased, arthralgia, dysgeusia, uterine pain, alopecia, abdominal pain lower, hypomenorrhoea and pelvic discomfort outcome was unknown. The reporter considered abdominal pain lower, alopecia, arthralgia, bladder disorder, dysgeusia, dysmenorrhoea, fatigue, genital haemorrhage, headache, hypomenorrhoea, menorrhagia, migraine, nausea, pelvic discomfort, pelvic pain, tooth disorder, urinary tract disorder, uterine pain, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: patient need for addtttonal surgery. Patient claim that essure worsened a previously existing injury/condition. Current weight 202 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: results: total bilateral occlusion. Amendment: the report was amended on (B)(6) 2018 for the following reason: information and references from case (B)(4) were migrated to this as it is a follow up from this case. Reporter's information was updated and a new reporter was added. No new follow-up information was received from the reporter. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding (general)') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included wisdom teeth removal and sinus congestion. Previously administered products included for an unreported indication: oxycodone, peridex and ibuprofen. Concurrent conditions included asthma, gallbladder operation, appendix disorder, arthralgia, back pain, right upper quadrant pain, dysuria, vomiting, constipation, fever, diarrhea, ovarian cyst and nausea. Concomitant products included ketorolac tromethamine (toradol) since (B)(6) 2018, ondansetron (zofran) since (B)(6) 2018 and salbutamol sulfate (ventolin hfa). In (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("excessive vaginal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)/excessive bleeding"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraines") with vomiting, nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping) stabbing sharp pai as well as menstrual cramping after having my menstrual as well as ovulation"), fatigue ("fatigue"), arthralgia ("extensive left hip pain/ left hip pain"), dysgeusia ("metal taste in my mouth"), alopecia ("hair loss hair is extremely thinning out and coming out not only in the shower but clumps in my brush as well"), abdominal pain lower ("pain lower abdominal sharp shooting pain/lower abdominal pain"), hypomenorrhoea ("my periods went from heavy 7 days to light 3 days") and pelvic discomfort ("discomfort") and was found to have weight increased ("weight gain"). In 2017, the patient experienced toothache ("dental problems/ had my tooth pulled/pain from teeth"). On (B)(6) 2018, the patient experienced vision blurred ("vision blurry"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches/ pain on the whole left side of my face head and left ear"), uterine pain ("stabbing sharp pains in my uterus"), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia"), hypersensitivity ("hypersensitivity"), gastrointestinal disorder ("gi conditions"), visual impairment ("vision problems"), facial pain ("whole right side of my face was in so much pain/pain on the whole left side of my face") and ear pain ("pain on the whole left side of my face head and left ear"), was found to have neoplasm ("tumors") and underwent tooth extraction ("pulled tooth"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, migraine, headache, nausea, toothache, dysmenorrhoea, vision blurred, fatigue, weight increased, arthralgia, dysgeusia, uterine pain, alopecia, abdominal pain lower, hypomenorrhoea, pelvic discomfort, abdominal pain, female sexual dysfunction, hypersensitivity, gastrointestinal disorder, neoplasm, visual impairment, facial pain, ear pain and tooth extraction had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, bladder disorder, dysgeusia, dysmenorrhoea, ear pain, facial pain, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hypersensitivity, hypomenorrhoea, menorrhagia, migraine, nausea, neoplasm, pelvic discomfort, pelvic pain, tooth extraction, toothache, urinary tract disorder, uterine pain, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: patient need for addtttonal surgery. Patient claim that essure worsened a previously existing injury/condition. Current weight 202 lbs. Discrepancy noted in date of insertion (B)(6) 2008 (pfs). Patient received treatment for pain: dysmenorrhea (cramping),apareunia, pelvic/ abdominal.bladder/urinary problems: bladder problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: patient with bilateral tubal occlusion. Bilateral tubal occlusion consistent with a successful essure procedure; on (B)(6) 2008: results: total bilateral occlusion; on (B)(6) 2010: bilateral tubal occlusion consistent with a successful essure. Concerning the injuries reported in this case, the following ones reported via social media: facial pain, headache, ear pain. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs received. Onset date of event migraine, left hip pain were added. Outcome of all the events were changed from unknown to not recovered. Reporter information and medical history were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding (general)') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included wisdom teeth removal and sinus congestion. Previously administered products included for an unreported indication: oxycodone, peridex and ibuprofen. Concurrent conditions included asthma, gallbladder operation, appendix disorder, arthralgia, back pain, right upper quadrant pain, dysuria, vomiting, constipation, fever, diarrhea and ovarian cyst. Concomitant products included ketorolac tromethamine (toradol) since (B)(6) 2018, ondansetron (zofran) since (B)(6) 2018 and salbutamol sulfate (ventolin hfa). In (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("excessive vaginal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)/excessive bleeding"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping) stabbing sharp pai as well as menstrual cramping after having my menstrual as well as ovulation"), fatigue ("fatigue"), dysgeusia ("metal taste in my mouth"), alopecia ("hair loss hair is extremely thinning out and coming out not only in the shower but clumps in my brush as well"), abdominal pain lower ("pain lower abdominal sharp shooting pain/lower abdominal pain"), hypomenorrhoea ("my periods went from heavy 7 days to light 3 days") and pelvic discomfort ("discomfort") and was found to have weight increased ("weight gain"). In 2017, the patient experienced toothache ("dental problems/ had my tooth pulled/pain from teeth"). On (B)(6) 2018, the patient experienced vision blurred ("vision blurry"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines") with vomiting, headache ("headaches/ pain on the whole left side of my face head and left ear"), arthralgia ("extensive left hip pain/ left hip pain"), uterine pain ("stabbing sharp pains in my uterus"), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia"), hypersensitivity ("hypersensitivity"), gastrointestinal disorder ("gi conditions"), visual impairment ("vision problems"), facial pain ("whole right side of my face was in so much pain/pain on the whole left side of my face") and ear pain ("pain on the whole left side of my face head and left ear"), was found to have neoplasm ("tumors") and underwent tooth extraction ("pulled tooth"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, migraine, headache, nausea, toothache, dysmenorrhoea, vision blurred, fatigue, weight increased, arthralgia, dysgeusia, uterine pain, alopecia, abdominal pain lower, hypomenorrhoea, pelvic discomfort, abdominal pain, female sexual dysfunction, hypersensitivity, gastrointestinal disorder, neoplasm, visual impairment, facial pain, ear pain and tooth extraction outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, bladder disorder, dysgeusia, dysmenorrhoea, ear pain, facial pain, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hypersensitivity, hypomenorrhoea, menorrhagia, migraine, nausea, neoplasm, pelvic discomfort, pelvic pain, tooth extraction, toothache, urinary tract disorder, uterine pain, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: patient need for addtttonal surgery. Patient claim that essure worsened a previously existing injury/condition. Current weight 202 lbs. Discrepancy noted in date of insertion (B)(6) 2008 (pfs). Patient received treatment for pain: dysmenorrhea (cramping),apareunia, pelvic/ abdominal.bladder/urinary problems: bladder problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: patient with bilateral tubal occlusion. Bilateral tubal occlusion consistent with a successful essure procedure; on (B)(6) 2008: results: total bilateral occlusion; on (B)(6) 2010: bilateral tubal occlusion consistent with a successful essure. Concerning the injuries reported in this case, the following ones reported via social media: facial pain, headache, ear pain. Most recent follow-up information incorporated above includes: on 16-oct-2019: social media case received. Events: whole right side of my face was in so much pain, pain on the whole left side of my face head and left ear & tooth extraction added.event dental problems was updated to toothache. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding (general)') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included wisdom teeth removal and sinus congestion. Previously administered products included for an unreported indication: oxycodone, peridex and ibuprofen. Concurrent conditions included asthma, gallbladder operation, appendix disorder, arthralgia, back pain, right upper quadrant pain, dysuria, vomiting, constipation, fever, diarrhea and ovarian cyst. Concomitant products included ketorolac tromethamine (toradol) since (B)(6) 2018, ondansetron (zofran) since (B)(6) 2018 and salbutamol sulfate (ventolin hfa). In (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("excessive vaginal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)/excessive bleeding"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping) stabbing sharp pai as well as menstrual cramping after having my menstrual as well as ovulation"), fatigue ("fatigue"), dysgeusia ("metal taste in my mouth"), alopecia ("hair loss hair is extremely thinning out and coming out not only in the shower but clumps in my brush as well"), abdominal pain lower ("pain lower abdominal sharp shooting pain/lower abdominal pain"), hypomenorrhoea ("my periods went from heavy 7 days to light 3 days") and pelvic discomfort ("discomfort") and was found to have weight increased ("weight gain"). In 2017, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2018, the patient experienced vision blurred ("vision blurry"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines") with vomiting, headache ("headaches"), arthralgia ("extensive left hip pain/ left hip pain"), uterine pain ("stabbing sharp pains in my uterus"), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia"), hypersensitivity ("hypersensitivity"), gastrointestinal disorder ("gi conditions") and visual impairment ("vision problems") and was found to have neoplasm ("tumors"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, dysmenorrhoea, vision blurred, fatigue, weight increased, arthralgia, dysgeusia, uterine pain, alopecia, abdominal pain lower, hypomenorrhoea, pelvic discomfort, abdominal pain, female sexual dysfunction, hypersensitivity, gastrointestinal disorder, neoplasm and visual impairment outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, bladder disorder, dysgeusia, dysmenorrhoea, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hypersensitivity, hypomenorrhoea, menorrhagia, migraine, nausea, neoplasm, pelvic discomfort, pelvic pain, tooth disorder, urinary tract disorder, uterine pain, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: patient need for addtttonal surgery. Patient claim that essure worsened a previously existing injury/condition. Current weight 202 lbs. Discrepancy noted in date of insertion (B)(6) 2008 (pfs). Patient received treatment for pain: dysmenorrhea (cramping),apareunia, pelvic/ abdominal.bladder/urinary problems: bladder problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: patient with bilateral tubal occlusion. Bilateral tubal occlusion consistent with a successful essure procedure; on (B)(6) 2008: results: total bilateral occlusion; on (B)(6) 2010: bilateral tubal occlusion consistent with a successful essure. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received : new events added: abdominal pain, apareunia, hypersensitivity, gi conditions, tumors, vision problems. Reporter information were updated. On 12-sep-2019: pfs received. Lab data added. Historical condition and concomitant condition added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gum recession. Concurrent conditions included asthma, gallbladder operation and appendix disorder. Concomitant products included ketorolac tromethamine (toradol) since (B)(6) 2018, ondansetron (zofran) since (B)(6) 2018 and salbutamol sulfate (ventolin hfa). In (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("excessive vaginal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)/excessive bleeding"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping) stabbing sharp pai as well as menstrual cramping after having my menstrual as well as ovulation"), fatigue ("fatigue"), weight increased ("weight gain"), dysgeusia ("metal taste in my mouth"), alopecia ("hair loss hair is extremely thinning out and coming out not only in the shower but clumps in my brush as well"), abdominal pain lower ("pain lower abdominal sharp shooting pain/lower abdominal pain"), hypomenorrhoea ("my periods went from heavy 7 days to light 3 days") and discomfort ("discomfort"). In 2017, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2018, the patient experienced vision blurred ("vision blurry"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines") with vomiting, headache ("headaches"), arthralgia ("extensive left hip pain/ left hip pain") and uterine pain ("stabbing sharp pains in my uterus"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, dysmenorrhoea, vision blurred, fatigue, weight increased, arthralgia, dysgeusia, uterine pain, alopecia, abdominal pain lower, hypomenorrhoea and discomfort outcome was unknown. The reporter considered abdominal pain lower, alopecia, arthralgia, bladder disorder, discomfort, dysgeusia, dysmenorrhoea, fatigue, genital haemorrhage, headache, hypomenorrhoea, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, urinary tract disorder, uterine pain, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: patient need for addtttonal surgery. Patient claim that essure worsened a previously existing injury/condition. Current weight 202 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received, reporters address updated, insertion date added, product indication added, events: abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, migraines / headaches, nausea, dental problems, dysmenorrhea (cramping), blurry, fatigue,weight gain, extensive left hip pain, excessive vaginal bleeding, metal taste in my mouth, stabbing sharp pains in my uterus, hair loss, lower abdominal pain, light periods, vomiting, genital bleeding. Event onset date, concomitant drugs and diseases added. Lab data added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.